Event description:
On (B)(6) 2010, the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. The procedure completed with no endoleaks and good positioning of the graft. On (B)(6) 2012, the physician suspected a type iii endoleak with aneurysm enlargement. No treatment has been performed.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.